Event description:
The pt stated the last 10 infusion sets she has used have broken at the luer connection. She stated she did have 1 incident where her blood glucose was elevated due to the broken infusion tubing. She stated she woke up and smelled insulin and she noticed her infusion site was wet. She stated she checked her blood glucose and it was around 400mg/dl. She stated she then changed her infusion set and bolused with her infusion device and her blood glucose lowered. The pt was able to address the issue without requiring medical assistance from a healthcare professional or second party. Product will be returned for eval.